Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 22mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty of the target lesion located in the severely calcified anterior tibial artery. After crossing the guidewire into the lesion, a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty of the target lesion located in the severely calcified anterior tibial artery. After crossing the guidewire into the lesion, a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.